Event description:
It has been indicated that during performance of the routine device maintenance at the facility, the technician noted the gap in the area of the radius arm bushes and part of the sub-frame, additionally, the mid-section of the top frame has been bent. Therefore the technician has decided to take the bed out of use and conduct further investigation. When the device was moved to the store, the bed has collapsed - the radius arm was detached form the subframe and fall on the floor. No pt involvement, no reported injuries.

Manufacturer narrative:
(B)(4). Additional information will be provided following the visit at the facility by sales and service technician and conclusion of the investigation. (B)(4).